Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was getting an MRI to rule out a stroke. It is unknown if it is related to the device or therapy. No further complications were reported or anticipated with this event.